Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the maryland bipolar forceps instrument was prone to adhering to the tissue after use of 7-8 times. The intuitive surgical, inc. (Isi) technical support engineer (tse) asked the site about the generator setting which was on effect 3. The issue occurred for 6 months on maryland bipolar forceps instruments. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) technical support engineer (tse) spoke to the customer and noted that the system was normal, and the isi clinical sales representative (csr) would follow up with the case. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Isi has not received the instrument(s) involved with the alleged issue to perform failure analysis.